Event description:
The customer called to report that she has received multiple failed battery test alarms. The customer also stated that she went to the emergency room last month with blood glucose levels greater than 600 mg/dl. The customer stated that she also had a urinary tract infection. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.